Event description:
The biomedical engineer (bme) reported that their facility had a power outage, and everything came back up except four bedsides which were still showing communication loss with the central nurse's station (cns). No patient harm was reported. Nihon kohden service technician had the bme check the network closet to make sure all switches were getting power to them. The bme found that one of the switches was not getting power to it due to the uninterrupted power supply (ups) was not providing power to the switch. The bme swapped out the ups with another one and made sure the switch got power to it thus taking the bedsides out of communication loss. Issue was resolved.

Manufacturer narrative:
The reported issue was due to an environmental related event causing a non-nihon kohden device to go out. No malfunction of the central nurse station on this report.

Event description:
The biomedical engineer (bme) reported that their facility had a power outage, and everything came back up except four bedsides which were still showing communication loss with the central nurse's station (cns). No patient harm was reported. Nihon kohden service technician had the bme check the network closet to make sure all switches were getting power to them. The bme found that one of the switches was not getting power to it due to the uninterrupted power supply (ups) was not providing power to the switch. The bme swapped out the ups with another one and made sure the switch got power to it the cns thus taking the bedsides out of communication loss. Issue was resolved.

Manufacturer narrative:
The biomedical engineer (bme) reported that their facility had a power outage, and everything came back up except four bedsides which were still showing communication loss with the central nurse's station (cns). No patient harm was reported. Nihon kohden service technician had the bme check the network closet to make sure all switches were getting power to them. The bme found that one of the switches was not getting power to it due to the uninterrupted power supply (ups) was not providing power to the switch. The bme swapped out the ups with another one and made sure the switch got power to it thus taking the bedsides out of communication loss. Issue was resolved. The reported issue was due to an environmental related event causing a non-nihon kohden device to go out. No malfunction of the central nurse station on this report. Investigation summary: communication loss is an error message displayed on individual bed tiles on the cns that alert clinicians that the connection between the cns and the device its monitoring has been lost. During troubleshooting, it was identified that the ups for one of the network switches had failed. This would prevent the bedsides connected to the switch from connecting to the network and would result into communication loss. Customer replaced the ups and the issue was resolved. Based on the available information, the root cause of the issue is ups failure. Customer indicated that there had been a power outage. The power outage likely had impacted the ups. An health hazard assessment (hha) was performed to assess issues regarding communication loss. Per hha, no corrective action or preventative action is required. Furthermore, available information does not suggest that there was a malfunction of the device.